Manufacturer narrative:
Date sent: 5/9/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure that the tip of the shears broke. Surgeon had to retrieve the piece of the shear inside the patient. Another device was used. There was no patient consequence.